Event description:
The plaintiff was implanted with an ams apogee graft to treat stress urinary incontinence and/or pelvic organ prolapse. It was alleged by the plaintiff's attorney that the, "plaintiff suffered injuries including infections, pain, mental august, discharge and multiple corrective surgeries as a result of her implantation of the pelvic mesh devices." It was also alleged that the plaintiff, "sustained permanent injury, undergone medical treatment," and "other damages."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.